Event description:
The customer reported that the ventilator was alarming during use due to a high blower temperature. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. During testing of the device there was a vent inop occurrence with alarm due to a blower temperature too high. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician replaced the blower to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.

Event description:
Allegedly neck has broken without cause.

Manufacturer narrative:
This event was reported on 1043534-2010-00253, 00252, 00254. This event occurred in (B)(6).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00159, 00168. This event occurred in (B) (6).